Event description:
The customer reported that their device would not power on during a patient event. When the reported issue occurred, the customer did have a backup defibrillator/monitor immediately available for use. The patient did not require any therapy during the reported event and only had complaints of respiratory distress. There was no report of any adverse outcome to the patient during this event.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they found that their external usb data cable was causing the reported loss of power issue. The customer indicated that during testing they were able to verify the reported power issue and once the cable was removed, normal operation was observed. Neither the cable or the device have been returned to physio-control for evaluation.